Manufacturer narrative:
Diabetic, possibly reported hypoglycemia which resulted in hospitalization while wearing a vgo 20 device. The patient began vgo therapy on (B)(6) 2018. The patient reports that on (B)(6) 2018 he applied a new vgo device at approximately noon. His bg at that time was 100mg/dl. He believes he may have administered 3 clicks bolus but did not eat. He could not confirm this for certain as the events of the day are "fuzzy". At approximately 18:00, the patient began to act erratic and his parents attempted to give him glucose tablets. When this was not possible his mother administered a glucagon injection and called the paramedics. The patients bg at that time measured 40mg/dl. The patient became "aware" after the paramedics arrived. He is not sure if they administered any further treatment at that time. He was transported to the hospital where he was admitted for 2 days for monitoring. Patient was discharged to home on (B)(6) 2018. Patient has resumed vgo therapy. The patient denies any changes in diet, exercise, or medication prior to the event. The patient reports that he is thin and does not have many options for placement of the vgo. The patient will sometimes apply the vgo devices to the back of his leg. It is possible that the vgo device may have been applied directly into a muscle. This can cause increased absorption rate of insulin and rapid decrease in bg leading to hypoglycemia. The device was discarded by paramedics. Root cause cannot be determined based upon the information provided; however it is possible that the patient administered bolus amounts without eating and may have placed the v-go directly into a muscle, which may increase obsorption rate.

Event description:
Diabetic, possibly reported hypoglycemia which resulted in hospitalization while wearing a vgo 20 device. The patient began vgo therapy on (B)(6) 2018. The patient reports that on (B)(6) 2018 he applied a new vgo device at approximately noon. His bg at that time was 100mg/dl. He believes he may have administered 3 clicks bolus but did not eat. He could not confirm this for certain as the events of the day are "fuzzy". At approximately 18:00, the patient began to act erratic and his parents attempted to give him glucose tablets. When this was not possible his mother administered a glucagon injection and called the paramedics. The patients bg at that time measured 40mg/dl. The patient became "aware" after the paramedics arrived. He is not sure if they administered any further treatment at that time. He was transported to the hospital where he was admitted for 2 days for monitoring. Patient was discharged to home on (B)(6) 2018. Patient has resumed vgo therapy. The patient denies any changes in diet, exercise, or medication prior to the event. The patient reports that he is thin and does not have many options for placement of the vgo. The patient will sometimes apply the vgo devices to the back of his leg. It is possible that the vgo device may have been applied directly into a muscle. This can cause increased absorption rate of insulin and rapid decrease in bg leading to hypoglycemia. The device was discarded by paramedics.

Manufacturer narrative:
Block d4- UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Block d10 - device availability, block e1- initial reporter corrected, block e2- health professional - not checked, block e3- non healthcare professional, block g7- follow up #1, block h2- correction/additional information checked, block h3 - device returned for evaluation, block h4 - manufacture date provided. Block h6- method 10, results 213, conclusion 67. Two devices have been returned and evaluated. The conclusion is: returned device appears to have functioned as designed with 10 boluses used and an empty reservoir. Returned device appears to have functioned as designed with 3 boluses used and some fluid remaining in the reservoir.